Event description:
It was reported that, "during an open-heart procedure, the IV controller dripped fluid when in the "off" position. The patient became hypertensive. This was corrected with another medication. There was no injury to the patient."